Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic low anterior resection, on transection of the distal rectum, the first reload had staple malformation and could fire only the first stroke then it was obstructed in the middle. The staple line was incomplete proximally. The surgeon fixed the problem with a new stapler. On the second reload, there was staple malformation and they could fire only the first and second strokes and was obstructed in the middle again. The staple line was incomplete proximally. They used a new handle and reload to complete the case.

Manufacturer narrative:
Additional information: b5, d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and photographic inspection of the returned product noted that the reload was partially fired with the jaws open and staple pushers visible at the 3cm cut line. Analysis of the film noted that unfired staples were present in the patient category. The interlock of the device was engaged. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on transection of the distal rectum, the first reload had staple malformation and could fire only the first stroke then it was obstructed in the middle. The staple line was incomplete proximally. The surgeon fixed the problem with a new stapler. On the second reload, there was staple malformation and they could fire only the first and second strokes and was obstructed in the middle again. The staple line was incomplete proximally. They used a new handle and reload to complete the case. There was no patient injury.